Manufacturer narrative:
The device was returned to an olympus service center for inspection. A root cause could not be identified. Based on the results of the investigation, cause not established. The investigation findings do not lead to a clear conclusion about the cause of the reported event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for evaluation related to a separate issue. During testing, the service repair technician identified no image displayed. There was no patient involvement